Event description:
The customer initially reported that the lma-classic size 4 would not stay inflated during the pre-use test. Subsequently, the customer reported that the lma-classic was in use, when it was determined that it would not maintain airway pressure. It was reported that there was no patient injury or problem. The user facility returned the lma for evaluation. No further information is expected.